Event description:
It was reported that the pt's neurostimulators would turn off sporadically since being replaced in 2008. Further info was requested. See MFR report# 3004209178-2010-05060.

Manufacturer narrative:
(B) (4).